Event description:
A physician reported ultrasound (u/s) stopped outputting/ no phaco power and warning message occurred during cataract surgery and caused to stop functioning. The pak was replaced with another one, primed and tuned again, and the surgery was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A message code was reported. A wet fluidics management system (fms) in the tray was visually inspected. The sample was tested using a console. The sample could be recognized by the console. The sample primed and tuned with the handpiece and the 0.9 millimeter aspiration bypass system (abs) tip and infusion sleeve from lab stock, successfully and the service data could be retrieved. The aspiration and irrigation flow rates functioned within specification. Although the sample met specifications, if should be noted that an investigation is currently ongoing to determine root cause of complaints of a similar nature. Action was taken to determine root cause and implement corrective actions based on an observed trend for complaints of a similar nature. To address root cause, manufacturing and engineering teams have been notified of the defect occurrence for production line awareness. A broader investigation is on-going and observations and review of the process by manufacturing and engineering teams have not concluded. Additional actions will be taken based on the root cause analysis. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).